Event description:
The hospital representative reported that a pump failed during patient infusion. The patient's blood pressure was reported to drop; however, the patient recovered and no injury has been reported. No additional information or contact was available.

Manufacturer narrative:
The facility provided the device's history log for review. The review of the event history revealed a failure code 810:11 had occurred on channel a. The device has been requested by baxter quality management for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.